Event description:
The biomed technician at the customer site was replacing the o-ring belt for the encoder and had removed the vertical drive motor without installing the safety bar. (Installing the safety bar is instructed in the brilliance cp patient support repair/replacement manual, pg 21: "warning: the vertical safety support brace must be installed whenever personnel are working under the table. Failure to do so may result in personnel injury or death." The table fell and broke the biomed's arm, which required surgery, pins, rods, and stitches.

Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).